Event description:
Dexcom g6 sensor error > 3 hours. Replaced this sensor. Worn only 8 days. Dexcom no longer following up on product support complaints / requests. Dexcom g6 sensor inaccuracy: 7:27am g6 reading 284, finger stick reading is 199. That is a mard of 42.7%.